Event description:
It was reported to covidien on 06/24/2009, that a customer had an issue with a blood collection set. Customer reports that the gauze stuck to the metal guards when closing the safety device, resulting in the dirty needle stick of a staff member.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.